Event description:
A physician reported a pt who was originally skin tested at another physician's office years ago (exact date not known) with negative results. The pt has had multiple collagen treatments at another physician's office with no adverse response. On 29 april 1998, the pt was treated in both cheeks and nasolabial folds. The physician noted no problems administering the treatments. The pt noticed blanching at the left and right cheek treatment sites later that same day. On may 1 1998, the pt called and stated she had soreness and tenderness in the right and left cheek treatment sites. The physician prescribed cephalexin. On 4 may 1998, the pt was examined by the physician who noted two small areas of sloughing on both cheeks. The physician believed this was necrosis due to the collagen. The physician prescribed topical cutivate and metronidazole creams to the areas. On 11 may 1998, the pt was examined and the physician noted that the sloughing had resolved. On the right cheek, the physician noted a red, raised area around where the sloughing occurred. The physician injected triamcinolone intralesional at this area. No further medical or surgical intervention was planned.